Event description:
It was reported that a patient presented with over-sensing resulting in inappropriate shocks resulting in patient discomfort. The lead was programmed off and surgical intervention was planned. User concern was expressed. The patient was stable throughout.